Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Related to (B)(4). Device will not be used.

Event description:
It was reported the patient received the following results within 15 minutes: 20.2 mmol/l on compact plus meter and 5.5 mmol/l on wife's guide meter.